Manufacturer narrative:
Date of event is estimated. A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17485. It was reported the patient experienced ineffective stimulation. It was determined one of the leads had flipped. As a result, both leads were explanted and replaced to address the issue. Therapy restored postoperatively. Note: all of the patient's leads are being reported because it is unknown which lead is liable.